Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt status available" message and went into "system failure" when the pump was removed from the cart. No pt injury was reported.